Manufacturer narrative:
Date of event, lot number, expiration date and manufacture date are unknown, no information has been provided to date. Investigation including root cause analysis is in progress, a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during a pre-test the cuff deflated rapidly. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
One used sample device was received for investigation. The reported issue was confirmed during visual inspection and functional testing, when the device leaked and the source was traced to a rip in the cuff. During manufacture, this product is 100% inflation tested, and leakage would have caused this device to be rejected, therefore the root cause was attributed to damaged occurring during intubation of the device. No product lot number was provided, therefore, no review of manufacturing device history records could be conducted. As no manufacturing root cause could be identified, no action have been taken at this time.